Manufacturer narrative:
Event date is estimated. A patient's ipg was repositioned was reported to abbott. It was determined the patient's ipg was repositioned due to the battery flipping over in pocket causing pain. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg was causing discomfort due to flipping in the ipg pocket. Surgical intervention was undertaken on (B)(6) 2024 where in the patient's ipg was repositioned to address the issue.